Manufacturer narrative:
For the reported information, the device is pending return to bd to be evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model cre14s cto recanalization catheter allegedly experienced a core wire fracture. This report was received from one source. This malfunction involved a patient with no patient injury. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: after further review of the reported information, the event was determined to be not reportable. The lot number was provided for the one malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation, as well as two photos. The investigation is unconfirmed for the alleged fracture. The trending codes for audible noise (3273) and activation problem (4042) were removed. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model cre14s cto recanalization catheter allegedly experienced a fracture. This report was received from one source. This malfunction involved a patient with no patient injury. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the one malfunction; therefore, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and is unconfirmed for fracture, audible noise, and activation problem malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model cre14s cto recanalization catheter allegedly experienced a fracture. This report was received from one source. This malfunction involved a patient with no patient injury. Patient age, weight, and gender were not provided.